Event description:
Additional information was received indicating magnetic resonance imaging (MRI) settings were not enabled prior to the MRI scan.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device was found to be in backup vvi (bvvi) mode resulting in disabled high voltage therapy. The cause of the bvvi was found to be magnetic resonance imaging (MRI) exposure. It is unknown if the MRI settings were enabled prior to the scan. Abbott technical support was contacted and the device was successfully reprogrammed to resolve the event. The patient was in stable condition.